Event description:
The customer reported getting discrepant calcium results generated from architect c8000. The customer provided the following data: the first sample initial result was 4.9, and repeat was 8.7. The first sample initial result was 5.8, and repeat was 9.1. Reference range 8.4-10.2 mg/dl. Customer stated the results were not filed to patient charts. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Abbott service inspected the architect c8000 processing module (B)(6) and performed troubleshooting. Cleaning of the nozzle # 5 of the washer, cuvette resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tickets identified no contributing factors to this complaint. A trend review found no elevated complaint activity for the architect c8000 processing module or the washer, cuvette. A review of historical data with this complaint revealed no systemic issues, or nonconformances. Manufacturing documentation for the did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect c8000 processing module and the washer, cuvette.

Event description:
The customer reported getting discrepant calcium resutls generated from architect c8000. The customer provided the following data: the first sample initial result was 4.9, and repeat was 8.7. The first sample initial result was 5.8, and repeat was 9.1. Reference range 8.4-10.2 mg/dl. Customer stated the results were not filed to patient charts. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.